Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: comp rvs cntrl 6.5x35mm st/rst cat# 115397 lot# 65815314, comp lk scr 3.5hex 4.75x35 st cat# 180554 lot# 66127656, comp lk scr 3.5hex 4.75x35 st cat# 180554 lot# 760890, comp lk scr 3.5hex 4.75x30 st cat# 180553 lot# 66286192. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial shoulder procedure approximately 15 months ago. Subsequently, the patient is being considered for a revision due to baseplate loosening and screw fractures. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient is being considered for a revision procedure on an unknown date for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three views of the right shoulder demonstrate a reverse total shoulder arthroplasty with fracture in central and inferior screws of the glenosphere. No radiolucency. Osteopenia is present. Overall sizing and fit of the implant is appropriate. A definitive root cause cannot be determined. The reported event for loosening is not confirmed by the mmi; however, the reported event for fractured screws is confirmed by the mmi. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.